Event description:
Found faulty side rails - found upper arm pivots pin not located correctly.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by (B)(4) on behalf of the manufacturer arjohuntleigh (B)(4). The device was inspected at the user's facility by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. The problem was discovered during a routine check of the bed. The technician was on site to attend to another matter. There was no patient involvement, the side rail did not lose its functionality, and the side rail could be raised, lowered, and locked in position. The engineer has replaced grub screws and secured them in place with threadlock. We have reviewed our post market surveillance for current trends for this type of failure and we do not have any. The bed was manufactured in april-2008 and installed in the june-2008 and the bed has been in use for more than three years without any reported problem. The method of securing grub screws was changed 3 years ago and instead of using liquid threadlock, the grub screw is now secured using tufloc patch adhered to the thread. This was done to give a consistent method of securing the grub screw during production. As this bed was manufactured prior to this modification, it would have had the older securing method, also the recommended servicing for the product, which is covered in section 8, care and preventative maintenance of the user manual 746-435, states that on a minimum yearly basis to "check all nuts, bolts, and other fasteners are present and correctly tightened." However, the nursing home does not have a preventative maintenance program with arjohuntleigh and any preventative maintenance should have been performed by them. Given the nature of the event, it appears to be isolated issue, we shall continue to monitor for any further incidents of this nature and will inform the relevant authority should they arise. We do not propose any further action at this time and now consider this case to be closed.